Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory confirmed that there was a melted led in the power bricks line cord .05v output the product has been received for analysis. This report will be updated upon completion of analysis. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this communicator power cord was hot to touch. Latitude patient support (lps) verified that communicator was not working. Lps performed an investigation and confirmed a product malfunction and no injury or damage to property was noted. A return label and a replacement communicator were sent to the patient. No adverse patient effects were reported.